Manufacturer narrative:
Device not returned.

Event description:
It was reported that the implanting surgeon noticed a defect measuring approximately 5mm x 1mm on the sewing ring of this device when he was approximately 2/3 of the way done with the implant. He did not see the defect prior to implantation. As the defect was in an area that would be sutured to a patch, the surgeon felt that this would negate the possibility of any leak or complications and completed the implant. Full disclosure was made and he will monitor the implant closely - concerns or any indication of early failure will be communicated to edwards lifesciences. In 2009, per follow up conversation with the surgeon and further conversation with his pa, the operative report will be faxed to us. The surgeon was doing a pulmonary valve repair and replacement on a young female patient. This event occurred when the valve was still on the holder. But since his sutures were up against the patch, he felt there would be no problems. He did let the family know and will be looking for any problems. The pt is due in shortly for a follow up. He will keep in touch with edwards.